Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative reported the replacement surgery had not yet occurred and there was no information as to when the procedure was going to take place.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2016 (B)(6), email 2016-08-16 (for, rep, hcp): a health care professional (hcp) via a manufacturer representative reported that when the hcp interrogated a consumer's implantable neurostimulator (ins), it kept resetting and asking for them to enter the ins serial number. The hcp was able to enter the serial number, enter session, and did a battery test, which showed the battery was 60-80% used and impedance tested fine. It was also noted that the ins reset when trying to run impedances. The hcp left the ins on and sent the consumer home and two (2) hours later the consumer came back in reporting they felt worse. Troubleshooting reviewed the ins was most likely at end of life (eol) and to try to leave the ins off for a while. Additional information received reported there was no further troubleshooting done. The battery status was 2.56 v, 40-90% voltage capacity. The consumer was going to be scheduled for a replacement surgery, but there was no date established. The consumer was not receiving effective therapy.